Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. Reportedly, the customer experienced an elevated blood glucose (bg) level of 330 mg/dl, which was addressed with a correction bolus. It was reported the customer had manual injections available as alternate insulin therapy.